Manufacturer narrative:
Additional information : event was reported to have occurred on an unreported date in sep 2019. Additional information was provided which indicated that the peritonitis was secondary to a gastrointestinal (gi) disorder (diarrhea). On an unreported date, the patient was hospitalized for 1 week due to the event. The patient was treated with amikacin injection (250mg, daily and intraperitoneal) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Based on additional information received, the baxter disposable is no longer a suspect product in this complaint. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.